Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was just in an MRI and they felt the stimulation intermittently. It was noted that prior to the scan, it was verified that stimulation was off. There was poor communication with the patient programmer at the time of the report; however, they tried again and it was confirmed that stimulation was still off. It was reviewed that the device did not have a magnetic reed in it and that the pulling/tugging can be a normal sensation and it was confirmed that the MRI scan was on-label. No further complications were reported/anticipated.